Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and the insulin pump alarmed motor error. The customer¿s blood glucose level was 530 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed no delivery when trying to bolus and alarmed motor error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was assisted with displacement test and it passed. The customer reports pump alarmed during manual prime. The customer was advised to change infusion set and reservoir. The pump is not expected to return for analysis.